Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope generated a screen blackout. The issue occurred during a diagnostic (bronchoscopy) procedure that was completed without delay using a similar device. There was no patient under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. However, based on results of citr investigation it was confirmed that there is no problem with the existing documentation for no image for bf series model device, and it is equivalent to the risk level already assumed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.